Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence because the cuff was not tight enough around the urethra; therefore, a surgical procedure was performed to remove and replace the component to a more proximal location in the urethra. No additional patient complications were reported.